Manufacturer narrative:
After multiple requests the customer has neither provided additional information about the event nor sent the device to cardiac science for evaluation. At the present time there is no evidence to support the allegation that the AED didn't function correctly during the rescue.

Event description:
Customer reported that one of his employees used the AED on a patient and the AED "shut down". He was unclear what that meant. His employee disposed of the battery thinking that it was low. The customer hasn't provided any additional information about the event including patient outcome or the date the event occurred.

Manufacturer narrative:
Cardiac science has requested the rescue data files, additional information about the rescue, and for the AED to be returned for evaluation.

Event description:
Customer reported that one of his employees used the AED on a patient and the AED "shut down". He was unclear what that meant. His employee disposed of the battery thinking that it was low. The customer hasn't provided any additional information about the event including patient outcome or the date the event occurred.